Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned. Distal conductor blood body fluid.

Event description:
It was reported the lead "would not track" at implant attempt. It was not used. No patient complications have been reported as a result of this event.